Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. During analysis, the pump was able to power on and alarm red screen containing error code 42221. It was noted that this error was due to a software timing issue and needs reloading of software. Service will reload software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm and won't power on. There were no adverse events reported.